Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Replacement medium suretrak clamp shipped to site (B)(4) 2014. Suspect device has not been returned to manufacturer for analysis.

Event description:
A site representative, operating room manager, reported that while setting-up prior to a procedure, it was noted a medium suretrak clamp had stripped threads. There was no patient present when this issue was identified.

Manufacturer narrative:
Lot number and device manufacture date provided. The device was returned to the manufacturer for analysis and showed signs of physical damage. There were tool marks around the head of the screw and some slight rounding inside the head of the screw. However, the screw threads were not stripped as reported and the clamp functioned normally. The reported event could not be duplicated by medtronic personnel. The device was replaced to resolve the issue.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.